Event description:
The explanted lead was returned for routine post-market analysis.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with a cut noted in the lead insulation, 160-162mm from the terminal pin. Setscrew markings were noted on is-1 terminal pin; however, no discernable setscrew marks were observed on the ring. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there were no intermittencies in the electrical conductivity. Analysis concluded that the lead was electrically continuous; no manufacturing defects were observed.

Event description:
Boston scientific received information that approximately two weeks post-implant, the patient with this system returned due to an infection. As a result, the physician elected to explant the lead. No further adverse effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.